Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which they successfully did, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.